Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of optical signal issue has been completed. The field log was reviewed and placement signal low, suction, and positioning issues were observed during the run. No other abnormalities were observed. The returned product was visually inspected and no abnormalities were observed. The cause of the optical signal issue was most likely patient condition related since the returned product operated to specification.

Event description:
The complainant reported that an impella cp pump was implanted to support a patient experiencing acute myocardial infarction and cardiogenic shock. During support, pump lost optical signal during support. The signal loss did not cause any harm or injury, and the device remained in use without adverse effect to the patient.